Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented for a right ventricular lead revision. During pre-operational check up, the lead appeared to be pulled back as atrial pacing was noted. R-waves were unable to be measured. The lead was explanted and replaced. The patient was stable.

Event description:
New information notes that intermittent capture was noted with this lead as well.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.